Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as there was no product returned for this complaint. The device lot history record review for lot number: mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated, "slow femoral arterial flow post manta deployment". As pe the additional information received, the femoral size was greater than 7.5 mm. Depth measurement +1 was 7 cm. Per intake, the physician upsized large bore sheath from a 7fr dilator to 18fr gore dry seal sheath. Physician had difficulty advancing 7 fr dilator. The j -wire prolapsed multiple times in the soft tissue tract. Physician changed wire to a lunderquist through 7fr dilator and exchanged for 18 fr sheath. Intra procedure 18fr sheath removed and 34mm medtronic evolute fx was then inserted via sheathless technique. Physician couldn't advance valve into the groin. Physician removed valve system and inserted a 22fr gore dry seal sheath and then proceeded with the procedure appropriately. Manta was prepped and deployed. Angio showed slow flow and dissection." Vessel integrity is unknown due to the multiple sheath exchanges and wire prolapsing. Dissections are a common large bore procedural complication. It is unknown if dissection could have caused due to these multiple exchanges or during manta deployment. No angiograms or images were shared to determine the location of the dissection. A dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal. The IFU states that the 'local trauma to the femoral or iliac artery wall, such as dissection' is identified as a potential adverse event that may be associated to the with the use of vascular closure devices. Physician performed a balloon angioplasty (armada 35 6x40) to resolve the dissection. Based on the information, the most likely root cause of the slow flow is due to the dissection. It could not be determined if the dissection occurred prior to or during the manta deployment. The der process will continue to monitor for any similar events.

Event description:
It was reported that: slow femoral arterial flow post manta deployment. The physician upsized sheath. Physician had difficulty advancing 7 fr dilator. The jwire prolapsed multiple times in the soft tissue tract. Physician changed wire through 7fr dilator and exchanged for 18 fr sheath. Intra procedure 18fr sheath removed and 34mm transcatheter aortic heart valve system was then inserted via sheathless technique. Physician couldn't advance valve into the groin. Physician removed valve system and inserted a 22fr dry seal sheath and then proceeded with the procedure appropriately. Manta was then prepped accordingly per IFU. Before deployment I stated that with multiple sheath exchanges and wires prolapsing could affect the outcome of manta not knowing the integrity of the vessel. Physician acknowledged and agreed. Manta was deployed at the pre-measured depth per IFU. Post angio was taken to verify. Angio showed slow flow and dissection. Physician elected to perform balloon angioplasty to tack up the dissection. Angio performed showing normal flow and procedure was finished. Additional information: during a tavr procedure, the physician used roadmap masking for access. Us access on contra side and used pre angio for access. Vessel size was >7.5mm with no reported calcification or tortuosity. Heparin 10000 units and 40mg of protamine were administered during the procedure. Act was 141 prior to closure. Additional information: some new information came in via edc. The site changed the term of this event to plate in lumen. I also wanted to confirm that they indicated possible relationship to manta and tavr. It was deemed mild in severity and resolved on (B)(6).

Manufacturer narrative:
Qn# (B)(4)

Event description:
It was reported that: slow femoral arterial flow post manta deployment. The physician upsized sheath. Physician had difficulty advancing 7 fr dilator. The jwire prolapsed multiple times in the soft tissue tract. Physician changed wire through 7fr dilator and exchanged for 18 fr sheath. Intra procedure 18fr sheath removed and 34mm transcatheter aortic heart valve system was then inserted via sheathless technique. Physician couldn't advance valve into the groin. Physician removed valve system and inserted a 22fr dry seal sheath and then proceeded with the procedure appropriately. Manta was then prepped accordingly per IFU. Before deployment I stated that with multiple sheath exchanges and wires prolapsing could affect the outcome of manta not knowing the integrity of the vessel. Physician acknowledged and agreed. Manta was deployed at the pre-measured depth per IFU. Post angio was taken to verify. Angio showed slow flow and dissection. Physician elected to perform balloon angioplasty to tack up the dissection. Angio performed showing normal flow and procedure was finished. Additional information: during a tavr procedure, the physician used roadmap masking for access. Us access on contra side and used pre angio for access. Vessel size was >7.5mm with no reported calcification or tortuosity. Heparin 10000 units and 40mg of protamine were administered during the procedure. Act was 141 prior to closure. Additional information: some new information came in via edc. The site changed the term of this event to plate in lumen. I also wanted to confirm that they indicated possible relationship to manta and tavr. It was deemed mild in severity and resolved on 18jan.